Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm noise and flickering on the image. The report of the scope leaking was confirmed. The biopsy channel was leaking due to perforation. In addition, there were black dots on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was noise and flickering on the image and the scope was leaking. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to corrosion inside the subject device, and external force being applied to the device. The instructions for use (IFU) state the following: "caution: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.